Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during neuro-diagnostics for neurovascular procedure. The procedure was aborted and rescheduled for future date. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was unable to perform 3d rotational movements. Upon troubleshooting, the fse checked the system onsite and performed all frontal stand motor current calibrations, bodyguard calibration and found all to be good. Fse assisted hospital engineer with removal of water from conduits and consultation with outside vendor to seal inside of conduits and checked the system to find the issue with geo controller. To resolve the issue, the fse replaced geometry controller. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.